Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to monitor the pump and reach out if the issue arises again, and they acknowledged this guidance.